Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found in specification in relation to the reported powered off during an infusion and improper shutdown message which were not reproduced. The device only powered on by pressing the on/off key and upon opening the door and only powered off by pressing the on/off key as designed, however device evaluation could not attempt to reproduce the reported problems while running a loaded set due to an unrelated issue which prevented a set from being loaded or the running of a loaded set. Improper shutdown messages were verified through a review of the event history log. The device was found to operate as designed in regards to the reported symptoms, however the device in question will be repaired and tested prior to release to ensure the device meets all specifications. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off during infusion and displayed the improper shutdown message (medication, programmed amount and delivery rate unknown). The biomedical technician cleaned the battery and device battery contacts and could not replicate the error. There was no patient injury or medical intervention associated with this event. No additional information is available.